Manufacturer narrative:
(B)(4).

Event description:
During a knee arthroscopy, the surgeon used a vulcan system as usual. However, at the end of the surgery, 2*3 cm of the skin was peeled as the split electrode pads was detached from the patient. The surgeon uses the vulcan system with the setting of 150 for cut and 120 for coagulation. According to the report from him, although beeping sound seemed to be louder than usual, no problem happened during the procedure. The fluid did not spill over the pad and the patient had no contact with any other metals.